Event description:
It was reported that the right ventricular (rv) lead exhibited low amplitude and the rv automatic capture (rvac) feature was in suspension. The exact reason was unknown. At this time, this rv lead remains in service and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).